Event description:
It was reported that when a patient presented for a follow-up, increased pacing lead impedance was observed. X-ray revealed lead dislodgement. The lead was explanted and replaced. The patient was doing well post-procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4). Evaluation description: analysis was normal. No anomaly found.